Event description:
During a coil embolization procedure of the middle cerebral artery (moderately calcified and not tortuous), severe resistance occurred when delivering the galaxy (640cx0408/15407807) in an excelsior sl10(45°) around the proximal section of the microcatheter, and when withdrawn the delivery system, the coil unintentionally detached and remained in the microcatheter. No detachment was attempted at that time. The microcatheter was safely removed from the patient and the procedure was continued using other products. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is unknown how many coils were successfully placed in the target aneurysm using the same microcatheter. The delivery system, the coil and the microcatheter are going to be returned for analysis. The coil remains in the microcatheter. No further information is available.

Manufacturer narrative:
It was reported that during a middle cerebral artery coil embolization procedure, severe resistance was encountered when delivering the galaxy (640cx0408/15407807) in an excelsior sl10-45° microcatheter (mc). When the coil delivery system was withdrawn it was found that the coil had unintentionally detached and remained in the mc. The mc with the coil inside of it was removed safely from the patient. The procedure was continued using other devices and was successfully completed without patient injury. No detachment had been attempted. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The resistance occurred around the proximal section of the mc and no detachment had been attempted. It is unknown how many coils were successfully placed in the target aneurysm using the same microcatheter. The delivery system, the coil and the microcatheter are going to be returned for analysis. The coil remains in the microcatheter. No further information is available. A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 was received coiled inside of a plastic bag along with an excelsior sl10-45° microcatheter (mc). The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil, gripper and just the head piece of the embolic coil that it was still within the gripper were found outside of the introducer. The support coil and gripper were found without damaged. The rest of the embolic coil was found inside of the non- codman excelsior sl10-45° mc. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The rest of the embolic coil was found stretched and the suture appears to have elongated before it broke. The od from the delivery tube was measured and was found within specification. The received mc was flushed using a lab sample syringe (nipro) and after that a 0.014'' a guide wire cordis lab sample was attempted to be introduced into the mc, but this was not possible since the microcatheter was obstructed by an embolic coil. After that the received microcatheter was cut at 41cm from the distal end and the rest of the embolic coil was exposed, after that, the embolic coil was pulled out of the non-codman device for evaluation. The ID of the distal end and hub of the returned mc was found to be in the range of compatibility with the orbit galaxy system. A functional test for insertion of the returned coil delivery system was performed without any difficulty with a prowler select plus microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With analysis of the returned system, the coil did not prematurely detach from the delivery system; based on the analysis, the coil separated from the head piece. There was evidence of good solder adhesion of the coil to the headpiece. The coil was found to be stretched. Resistance/friction with the returned mc was confirmed; however, there was no resistance with the returned delivery system and a lab sample mc. The root cause of the reported event could not be conclusively determined; however, there are no identified manufacturing issues contributing to the resistance/friction or coil separation which appears to have resulted from being subjected to excessive force. Inspections are in place to prevent these types of damages from leaving from the facility. The root cause of the reported event is inconclusive and undeterminable; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 was received coiled inside of a plastic bag. {in the same plastic bag, a excelsior sl10(45°) microcatheter was received}. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil , gripper and just the head piece of the embolic coil that it was still attached to the gripper were found outside of the introducer. The support coil and gripper were found without damaged. The rest of the embolic coil was found inside if the non- codman microcatheter excelsior sl10(45°). The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The rest of the embolic coil was found stretched and the suture appears to be elongated before it was broke. The od from the delivery tube was measured and was found within specification. The received microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.014'' a guide wire cordis lab sample was tried to introduce into the microcatheter but was not possible since the microcatheter was obstructed by an embolic coil. After that the received microcatheter was cut at 41cm from the distal end and the rest of the embolic coil was exposed, after that, the embolic coil was pulled out of the non-codman device for evaluation. A functional test was performed without any difficulty with a prowler select plus microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "premature detachment" was no confirmed since the head piece of the embolic coil was still attached to the gripper. The failure reported by the customer as "dcs - resistance friction" was confirmed during the functional analysis with the involved microcatheter; however was not confirmed during the functional tes performed with the lab sample microcatheter. Neither DHR review nor analysis suggests that it can be related to the manufacturing process. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined; however these do not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. The root cause of this failure is inconclusively and undetermined; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.